Event description:
A manufacturer representative (rep) via the healthcare provider (hcp) reported that the patient's primary cell was being replaced due to normal depletion on date notified. However, when they plugged the new implantable neurostimulator (ins) in they were getting impedance issues. The rep and hcp then performed troubleshooting down to the point where they believe it was an ins issue. The ins was returned for analysis and no patient symptoms were alleged. Indication for implant is unknown.

Manufacturer narrative:
The implantable neurostimulator (ins) functionally was okay and contained no significant anomalies. The ins was connected to 37085 extensions and 3387 leads. The electrodes of the leads and the ins were placed in 0.9% saline solution. Impedances were measured with an 8840 clinician programmer. There was good impedance on every electrode pair, see results below. Electrode impedance: hemisphere left amplitude: 0.70 no electrodes out-of-range (unipolar range: 250 - 2000 ohms) hemisphere right amplitude: 0.70 no electrodes out-of-range (unipolar range: 250 - 2000 ohms) electrode impedance: lead configuration 2x4 results (ohms) hemisphere left amplitude: 0.70 c <(>&<)> 0 358 c <(>&<)> 2 343 c <(>&<)> 1 306 c <(>&<)> 3 493 hemisphere right amplitude: 0.70 c <(>&<)> 8 281 c <(>&<)> 10 306 c <(>&<)> 9 306 c <(>&<)> 11 334 group impedance program ohms ma l gpi 203 15.159 r gpi 191 15.856. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.